Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump. The patient was experiencing "falling through walls," trouble sleeping, slumping over/not being able to sit up. The pump was replaced. No further complications were reported.